Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: this procedure was ami. After a driver 18/3.0 was deployed, this catheter was used for post-imaging. Then, it got stuck in the stent, and it wasn't able to be pulled out temporarily. But, the portion that got caught on was able to be detached from the stent by using a stiff gw. When this catheter was checked after being pulled out, the exit port of it was raised. Patient condition: good.